Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) mere on (B)(6) 2019. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient stated they ended up in the hospital with diabetic ketoacidosis (dka). They stated their insulin pump and sensor were not showing that their blood sugar was high. They woke up on the morning of (B)(6) 2019 at 5:00am to the cgm alarm going off and was not giving the patient readings due to the cgm displaying high. The emergency medical technician¿s (emts) were called and when they arrived, the patient¿s blood sugar was registering 535 mg/dl on the blood glucose meter and their pump was showing in the low 400s. It is unknown of what the cgm was displaying at the time of event. The patient was taken to the hospital and was discharged after 3 days. Treatment made at the hospital is unknown and the patient stated while in the hospital, they took the sensor off due to having an x-ray done. At the time of contact, the patient was at home doing well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.